Manufacturer narrative:
Continuation of d11: product ID: 8709; lot# serial#: (B)(6); implanted: on (B)(6) 2006; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the device manufacturer representative indicated that the catheter would be revised on (B)(6). No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s drug infusion device. The drugs being delivered were 50 mg/ml bupivacaine at 0.334 mg/day and 10 mg/ml morphine (unknown) at 0.06 mg/day. The caller reported a catheter issue on (B)(6) 2020. They were doing a dye study and were unable to aspirate. Caller wanted to know if they could do a roller study. They were assisted in calculating how much of a bolus the patient would get if they did the roller study. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8709 lot# serial# (B)(6), implanted: (B)(6) 2006 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2020-aug-10. The serial number of the catheter was provided. A roller study was performed to ensure the pump was working appropriately. The roller study was successful. It was not determined why the catheter would not aspirate and, as a result, the patient was being referred to a surgeon for a catheter revision. The issue had not yet been resolved as no surgery date had been received. The patient's weight was unknown and the catheter was still implanted. However, when it is explanted and replaced, it indicated that the catheter would be returned for analysis.